Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.:the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The 99% stenosed target lesion was located in the severely calcified superficial femoral artery. A 175 cm non-bsc guide wire was advanced to the lesion. A 3.0mmx60mmx135cm sterling¿ balloon catheter was selected and advanced; however, the balloon was unable to inflate. When the device was removed, it was suspected that there was balloon pinhole noted. A 7mmx8cm non-bsc stent was deployed directly without pre-dilation. Post dilatation was performed with a 5mmx4cm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.